Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and was intact but the introducer sheath was not returned. The stent delivery wire (sdw) was kinked/bent and the distal tip of the sdw was also bent. Functional test was not performed as the stent was deployed and intact. The reported event was confirmed based on damage noted to the device. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also the patients anatomy was moderately tortuous which may have contributed to the event. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure of left ica oa aneurysm, the physician used a guidewire to bring a microcatheter to left mca m1 segment and to bring another microcatheter to super selected to the place. The physician then used a coil to frame, but it could not frame the aneurysm properly so the physician prepared to use a stent (subject device) to cover the neck of aneurysm first. The subject stent was flushed and delivered into the microcatheter however, when it went into the lumen of the microcatheter shaft, resistance was encountered. The subject stent was withdrawn and it was found that the subject stent had deployed prematurely out of introducing sheath into the lumen of the microcatheter shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure of left ica oa aneurysm, the physician used a guidewire to bring a microcatheter to left mca m1 segment and to bring another microcatheter to super selected to the place. The physician then used a coil to frame, but it could not frame the aneurysm properly so the physician prepared to use a stent (subject device) to cover the neck of aneurysm first. The subject stent was flushed and delivered into the microcatheter however, when it went into the lumen of the microcatheter shaft, resistance was encountered. The subject stent was withdrawn and it was found that the subject stent had deployed prematurely out of introducing sheath into the lumen of the microcatheter shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.